Event description:
A falsely elevated troponin I result of 0.99 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested and a result of 0.00 was obtained. The original sample was retested on the original analyzer and a result of 0.01 ng/ml was obtained. The pt was admitted and treated with nitroglycerin and heparin, but there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash due to lack of customer maintenance.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash due to lack of customer maintenance. A dade behring field svc rep was dispatched to the account and performed maintenance for customer. The instrument is performing within specs.